Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was found to be user related, due to the intentional off label insertion technique with venting of the left renal artery and presumed off label neck anatomy due to a paravisceral aneurysm. Cautionary product use conditions were unable to determined. It was noted that the endoleak was resolved following intervention and the patient is doing well. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)

Event description:
A re-intervention was performed on (B)(6) 2017 to place a balloon expandable stent at the level of the sealing rings successfully resolving the type ia endoleak.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015 a patient with an abdominal aortic aneurysm was treated with an ovation ix system. The patient returned approximately 1.5 years later on (B)(6) 2017 and a CT scan showed a type 2 endoleak and a possible type 1 endoleak. Review of the CT scan confirmed a type 1a endoleak. Patient is scheduled for a re-intervention on an unknown date to place a palmaz stent.